Event description:
Plaintiff alleges the use of the u-tek polyfoam refrigerant pack on his leg for the purpose of relieving muscle pain. During the course of this use, his leg was severly burned. Plaintiff further alleges that as a result of burn, he sustained serious and permanent injuries to his health, strength and activity and has suffered severe physical pain.